Event description:
The customer reported being hospitalized due to diabetes ketoacidosis, low potassium level, and high blood glucose of 500mg/dl. The caller mentioned that the insulin pump alarmed motor error multiple times. The customer stated that she has been off the insulin pump for twenty four hours before being admitted. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.